Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the electrocardiogram waveform flatlined on the unit's display for several minutes upon power-up. The pt was switched to another unit and therapy was initiated.